Manufacturer narrative:
(B)(4) date sent 4/9/2025 d4 batch #277c58 b3: unknown; captured as awareness date. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ntlc55 device was received with no apparent damage with a reload loaded and the stapler retainer returned inside a plastic bag. The reload was received unfired with the swing tab in the unlocked position and with the both gripping surfaces broken making the reload nonfunctional. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. The condition of the gripping surfaces is consistent with an improper loading technique. When loading the cartridge in the device, make sure the cartridge is inside the channel track and the proper loading technique please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 277c58, and no non-conformances were identified. The lot#750a33 history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing.

Event description:
It was reported that during an unknown surgery, the cartridge (the gripping surface handle) was damaged. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.